Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt the implantable pulse generator (ipg) move. That patient reported that there was a slight discomfort and they felt a bulge in their skin but then it "found the spot it belongs" and their chest is "more smooth". The ipg remains in use. No further patient complications have been reported as a result of this event.